Event description:
During the implant procedure, air whooshing and bubbles were observed while the surgeon was dissecting the chest incision. Surgeon located the leak and sutured it. This resolved the issue.